Event description:
Blood glucose measured 385, 180, 145, and 96 mg/dl during back to back testing. No actions were taken and no treatment was reportedly rec'd as a result. A request was made for the return of the suspect device and replacement product was sent.